Event description:
Caller states the pt tested 3.8 inr and 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.